Event description:
Per the clinic, the skin flap is reported to have broken down (date not reported), exposing the receiver/ stimulator. The patient was advised to cease device use. The implanted device remains. There are plans to explant the device, but it is unknown if this has occurred as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012; the patient was reimplanted with a new device during the same surgery. This report is filed (B)(4) 2012.

Manufacturer narrative:
This report is filed on july 11, 2013.